Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the cause of the observed failure/abnormality of the sensor was a flat gas bubble around the cathode, likely through elevated states of dehydration. There were no signs of gas bubbles around the cathode wire glue spots or the edges of the underlay. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to pass initial calibration. The unit repeatedly displayed a 'calibrate o2 analyzer' message, prompting the pst to recalibrate. The pst determined the epgs oxygen (o2) sensor was defective.

Manufacturer narrative:
The field service representative (fsr) verified that the fio2 was not always reading within specification and would fall out of calibration. While troubleshooting, the fsr observed a low air pressure alarm. This prompted him to check that the hospital's supply was sufficient, which it was not. The perfusionist and the fsr were able to track the source of the problem to the y connector by eliminating it from the circuit and observing an obvious increase in supply pressure. The fsr replaced the y connector and also the oxygen (o2) cell as a precaution. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) was reading the fraction of inspired oxygen (fio2) value lower than the set point. No other details regarding the nature of this event were provided.